Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Investigation: a vigilance investigator carried out the pictorial documentation visually. Investigation was carried out by the responsible q-coordinator of the production plant. Gauge: retention force of the cartridge. Scale: tightness of the handle. Recommended maintenance dated: exceeded (2016-11). Functional test: passed. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rational: since the working ends of all shaft are damaged, they are no longer according to the specifications valid at the time of production. Therefore, a function according to specifications can no longer be guaranteed and is most likely the root cause of the mentioned failure. Damage to the working ends, in particular the jaws, could be caused by an overload situation, e.g. Leverage or torsion during the application or preparation. Furthermore, the recommended maintenance date of several components is exceeded. And should be observed. Technical service excerpt: risk of injury and/or malfunction! Do not modify the product. No corrective/preventive actions needed.

Event description:
The reporter indicated the clips do not fire correctly. A request for additional information has been requested from the clinic, however, a response has not been received. Associated medwatches: 9610612-2019-00369, 9610612-2019-00370, 9610612-2019-00371, 9610612-2019-00372, 9610612-2019-00377, 9610612-2019-00378, 9610612-2019-00379.